Event description:
It was reported that the pump touch screen had pixel issues. The pump display had some white stains, and was unresponsive in some areas. There was no adverse impact to customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.